Manufacturer narrative:
The field service representative (fsr) found tape around the neck of the lamp. When the fsr examined the lamp, he found that a short was causing the hlm battery charging light emitting diode (led) light to be red. The fsr replaced the lamp, and the unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) battery would not hold a charge. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Corrected block: d9 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.